Event description:
Rptr had a double subcutaneous mastectomy 10 yrs ago. Left silicone implant ruptured 2 yrs ago which was misdiagnosed. She had them removed 8/94 and replaced with saline implants. Now rptr has all the symptoms of silicone disease and had to take 2 months disability because she was too weak and sick to work. She became numb on right side of body, had tremers, severe headaches, blurred vision, balance problems, ringing in ears, sweat and chills, extreme fatigue, dry mouth and eyes, heavy sensation in legs and arms, cramps, pain in joints and right implant hardened.